Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to show loss of signal due to interruption of electrical pathway during extreme bending of the cable. The (B)(4) is fully potted internally with epoxy. X-ray analysis was performed; however no incorrectly connected or broken wiring was observed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported an intermittent connection. No consequences or impact to patient were reported.